Event description:
Healthcare professional reported, "hole, non-specific". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed deflation. Device remains implanted.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event deflation was received on november 15, 2024. With lot number 2651999. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.